Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, patient had coronary sinus dissection unrelated to the device. The procedure was stopped. No intervention was performed to treat the coronary sinus dissection. The device was then re-implanted with no complications.